Event description:
A mediport was placed in right internal jugular vein with ultrasound guidance with local anesthesia and conscious sedation. There were no immediate complications. Antibiotic prophylaxis of ancef was given intravenous. At approx two hours later, the triceps area was warm and painful, with indurated lesions. 12 hours later, the pt developed shaking chills and severe infection throughout the chest wall. The next day the mediport site - erythema spread past midline, tender, warm, edema, with some bleeding at the site. Mediport removed.